Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further specified as the patient¿s caregiver did not follow ¿hygienic measures¿ while assisting patient with performing pd therapy. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics. At the time of this report, the patient was recovering. It was not reported if the caregiver was retrained on proper aseptic technique. Action taken with dianeal therapy was not reported. Additional information is not available.